Event description:
It was reported through a journal article that a patient underwent a gynecological procedure involving uterine morcellation on an unknown date. The patient developed advanced cancer after morcellation. At this time it is not confirmed that the actual device involved in this is event is an ethicon morcellator.

Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. Additional it is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator.